Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation it was noted that the right ventricular (rv) lead exhibited loss of capture due to high capture threshold. Furthermore, the rv lead exhibited high pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.